Manufacturer narrative:
(B)(4). Eval, results: stent damage, failure to deliver the stent. Results/conclusions: target lesion exhibited moderate calcification and 80% stenosis following pre-dilation. Device eval: the device was returned to the mfg facility for eval. The stent was positioned on the balloon between marker bands as per spec. The first nine proximal stent segments and the first three distal stent segments were intact. The remaining mid stent segments were severely bunched and deformed. The distal tip was damaged. The protective sheath was loaded on the device. The distal end of the sheath was torn and bunched. The balloon folds on the proximal pillow were partially opened and deformed.

Event description:
The physician intended to implant a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in the lcx with 85% stenosis and moderate calcification. An attempt was made to deliver the endeavor sprint stent, however the stent could not cross the lesion and was removed. The target lesion was pre-dilated twice using a 1.5 x 20 mm sprinter legend rx balloon up to 12 atms. Eighty percent stenosis remained following pre-dilation. A second attempt was then made to deliver the endeavor sprint stent using a double guidewire for support. The device could not cross the lesion and was removed. Stent struts were observed to be damaged on removal. The device had been inspected prior to use with no abnormalities noted. The target lesion was treated using a different size stent. Pt status post procedure was reported to be stable and no clinical sequelae were reported.